Manufacturer narrative:
The devices subject of the reported event were returned for evaluation. Two of the used devices were cut by the user and could not be tested. The third device was tested and found to be working to specification. The reported issue could not be duplicated; no device malfunction was identified. Therefore, a cause of the reported event could not be determined. Steris offered in-service on the proper use and operation of the lariat snare. However, the user facility declined. No additional issues have been reported.

Manufacturer narrative:
Steris has requested the return of the devices of the reported event for further evaluation. The instructions for use states, "advancing the handle to the open position with too much speed or force, attempting to pass or open the device in an extremely articulated endoscope, attempting to actuate the device in an extremely coiled position and/or actuating the device when the handle is at an acute angle in relation to the sheath." A complaint review confirmed this to be an isolated event for the subject lot. A follow-up MDR will be submitted should additional information become available.

Event description:
The user facility reported during a patient procedure that three of their lariat snares got caught while cutting polyps. This resulted with a procedure delay. The procedure was completed successfully using a different snare. No report of injury.